Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient's mother claimed that upon removal of sensor pod, sensor wire remained left behind at site of insertion. Patient's mother stated she was able to completely remove sensor wire from patient's skin. Additionally, patient's mother reported that patient was feeling some discomfort at site of sensor insertion. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).